Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 478 mg/dl and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 244 at the time of the incident and current blood glucose level was 243 mg/dl. The customer was treated with bolus. The customer reported pump does not allege was under delivering. The customer was wearing the insulin pump prior during the hospitalization. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer was advised to change entire set, reservoir and insulin and treat per health care professional recommendation. The insulin pump will not be returned for analysis.